Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that a patient "could not see" following an intraocular lens (iol) implant procedure. The lens was replaced.

Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in a lens case. The lens case lid was not returned, a piece of tape is used to cover the lens case opening. Blood and solution is dried on the lens. The optic is cut into pieces, typical of an insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint of ¿patient could not see¿. Power and resolution testing could not be conducted due to the extensive optic damage. Information was provided that the 18.0 diopter iol was replaced with the same model but different diopter power of 16.0. An iol exchange for a difference of two diopters or greater indicates the event is most likely related to a calculation error. The manufacturer internal reference number is: (B)(4).